Manufacturer narrative:
Further evaluation determined this event no longer meets complaint criteria because capture was confirmed in this right ventricular (rv) lead.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system experienced frequent non-sustained ventricular tachycardia (nsvt) which led the crt-d to deliver anti-tachycardia pacing (atp). However, atp attempts did not capture. Shocks were delivered to convert the rhythm. At times, shocks were delivered after the rhythm had already converted. A total of 10 shocks were delivered. Follow up was recommended to review the device. The patient was admitted and given medication. This rv lead remains in service. No additional adverse patient effects were reported. Additional information was received that confirmed there was capture. Therefore, there is no allegation against this rv lead.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system experienced frequent non-sustained ventricular tachycardia (nsvt) which led the crt-d to deliver anti-tachycardia pacing (atp). However, atp attempts did not capture. Shocks were delivered to convert the rhythm. At times, shocks were delivered after the rhythm had already converted. A total of 10 shocks were delivered. Follow up was recommended to review the device. The patient was admitted and given medication. This rv lead remains in service. No additional adverse patient effects were reported.